Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
It was reported that the desktop charger (dtc) had broken pins and that the patient was unable to charge their ins recharger and that their ins had depleted. Additionally the patient reported that they were experiencing pain due to the ins being depleted. No additional complications or additional symptoms were reported.